Event description:
It was reported to st. Jude medical that the patient received several inappropriate shockd due to insulations degradation of the lead. It was observed that there was constant friction between the lead body and the device. It was also noted that the isi connector was damaged during explant.